Event description:
It was reported that on (B)(6) 2023 during the procedure the ratchet lock on the spreaders would not hold, making it difficult for the surgeon to release the pll (posterior longitudinal ligament). There was no surgical delay. Procedure was completed successfully. Patient outcome is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).